Event description:
No blood glucose levels reported. The mother of the customer reported that the battery of the insulin pump would not last long. The mother of the customer further reported a battery out limit alarm from the insulin pump. The mother of the customer also reported a failed battery test alarm from the insulin pump. Troubleshooting was done. The customer was instructed to check the contacts on the battery cap for damage. It was reported that the contacts were not missing or damaged. The customer was advised to inspect the battery compartment and spring for corrosion or damage. It was reported that neither the battery compartment nor spring were damaged or corroded. The customer did not receiver any alarm from the insulin pump after reinserting the battery. The mother of the customer did not feel comfortable with the insulin pump would like to have it replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. It was unable to verify weak battery, low battery alarm or failed battery alarm due to blank display. It was also unable to performed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Unit received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.